Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent primary breast augmentation with two 275cc mentor memorygel breast implants. Post-operatively, the patient underwent breast implant removal and replacement surgery on (B)(6) 2026. During the surgery, the right breast implant was identified to have ruptured. The replacement device was a mentor gel implant.

Manufacturer narrative:
On february 19, 2026, mentor received additional information that indicated that the patient was initially diagnosed, via imaging, with bilateral breast implant ruptures and bilateral capsular contractures (baker grade iii-IV on the right and unspecified on the left). During the explantation surgery, the left implant was identified to be intact. Both the patient's implants were replaced with two mentor gel implants and the suspect medical devices were discarded. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. This medwatch form is for the right breast prosthesis. Capsular contracture on the left breast will be reported under mrn: 1645337-2026-02714.